Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not perform hand washing before therapy. One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with (injection) inj. Cefipime (1 gram, once a day, given ip- intraperitoneally) and inj. Vancomycin (1 gram every fifth day, given ip). Two days after being admitted, the patient was discharged from the hospital. On an unspecified date, the patient was retrained on aseptic procedure. Five days after peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. Ten days later, cefipime and vancomycin therapies were discontinued. At the time of this report, dianeal therapy was ongoing . No additional information is available.